Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch veriopro meter would not power on. The complaint was classified based on additional information obtained by a customer care advocate (cca) during a follow-up call. The patient tests his blood glucose 6x daily and his results are usually ¿no higher than 10 mmol/l.¿ the patient manages his diabetes with lantus insulin (24 units 1x daily) and humalog insulin (10-12 units 4x daily). The alleged issue began in late march 2013. It is not known if the patient made changes to his usual management routine. The patient confirmed he was able to test on the subject meter intermittently. The patient denied developing symptoms due to the reported issue. No treatment was specified. There was no indication of misuse and the correct test strips were being used. The alleged issue was not resolved at the time of troubleshooting. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient denied developing symptoms. The patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged power issue remained unresolved.